Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion and explant damage breaching rv cables lumen was noted at 8.1 cm to 8.9 cm and 18.6 cm to 20.0 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.